Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels was 480 mg/dl. The customer was treated high with bolus. Customer's blood glucose value was over 600 mg/dl. The customer reported that tried to give himself insulin and he is getting no delivery alarms. Troubleshoot was performed. Customer reports insulin exits with the manual prime. The product was not returned for analysis.